Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report from a customer reporting that when the bed is operated, it reverts to the home position. The pt was removed from the system and no exam was performed. There was no report of harm to the pt or operator.